Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sharp and unexpected decrease. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was being constantly reassessed and new replacement windows were being provided. A replacement procedure was planned to be performed but it was postponed due to the patient being positive for covid. This device was finally replaced and returned for analysis. The estimated longevity was 10% at the time of the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sharp and unexpected decrease. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was being constantly reassessed and new replacement windows were being provided. A replacement procedure was planned to be performed but it was postponed due to the patient being positive for covid. This device was finally replaced and returned for analysis. The estimated longevity was 10% at the time of the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sharp and unexpected decrease. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was reassessed and a new replacement window was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sharp and unexpected decrease. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status was being constantly reassessed and new replacement windows were being provided. A replacement procedure was planned to be performed but it was postponed due to the patient being positive for covid. This device was finally replaced and is expected to be returned for analysis. The estimated longevity was 10% at the time of the replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity had a sharp and unexpected decrease. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The battery status is being constantly reassessed and new replacement windows are being provided. A replacement procedure was planned to be performed but it was postponed due to the patient being positive for covid. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.